Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information was received on 02/13/2017 from (B)(4) which stated: event desc: patient with left ventricular assist device (lvad) therapy for 11 months presents with second episode of gi bleeding post lvad (first episode only required 1 unit blood transfusion- so was not reported); in the setting of inr 1.6 and aspirin therapy. Two units of blood were transfused. Upper endoscopy was negative. Heparin, coumadin and aspirin were resumed post bleed.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.